Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where overheating tips resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It is reported that while using a g136 cavitron plus scaler the handpiece and tips were getting hot. No injury resulted.

Manufacturer narrative:
Deteriorated hp cable causing splitting sleeve and exposing wires. Aux cable entry port is split, corroded pins on sterimate hp could cause intermittent operation. Debris buildup in solenoid causing poor water flow and hp getting hot.